Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the multiclix device. No adverse event reported. Suspect device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.